Manufacturer narrative:
(B)(4). G2: report source italy customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a surgical intervention due to osteolysis for femoral prosthesis and acetabular pain over cobaltemia load. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d6b, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Most likely root cause for the reported event is inappropriate use/implantation of the product. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.